Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported when the rechargeable battery was placed in the patient's body the manufacturer representative (rep) "didn't flip the battery over". The caller said that they had to flip the battery over so that it would attach and match up to the patient's leads and they forgot to do that. The caller said they just hooked up the new battery to the leads (without flipping the battery) and the patient had suffered over a week and it was horrible. The caller said it took over a week of going from one doctor to the next to figure out what was wrong. When they found out the issue as because the rep did not "hook up the lead right" they got a hold of the rep who said there was something that could be done in the programming to bypass the program issue. The caller stated that because of the rep's error, the patient's system was "not programmable like it should be". The caller stated after the patient saw the healthcare profession, the issue was resolved. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the settings were incorrect at the time of the of the rep lacement surgery. The leads were reprogrammed and the issue was resolved.

Event description:
Additional information was received on (B)(6) from a family/friend. It was reported that the manufacturer representative (rep) forgot that the patient was getting a rechargeable implantable neurostimulator (ins) and did not flip the ins over or turn it around. The ins got put in upside down or programmed from the wrong side of something. When the patient left, they were not getting stimulation for almost 2 weeks until they resolved it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient went to a new health care professional (hcp) and they changed the patient setting to 2.8v, and was only stimulating 2 electrodes. It was stated that after the hcp did this the patient was not getting any therapy relief and their tremors were back, further mentioning that patient had suffered for 5 days. Caller stated that they went back to the hcp yesterday and requested to program the ins back to where it was originally set because it was working well. The hcp said having all the electrodes going at the same time is against protocol. No further patient complications were reported/ anticipated as a result of this event additional information was received from a consumer on 2020-jan-08. The same event was reported regarding the manufacturer representative (rep) forgetting that the patient was getting a rechargeable implantable neurostimulator (ins) and did not flip the ins over or turn it around. The ins got put in upside down or programmed from the wrong side of something. When the patient left, they were not getting stimulation for almost 2 weeks until they resolved it. Only the healthcare provider (hcp) knew why the patient was programmed that way so that the patient can get stimulation. So, when the patient went to another healthcare provider (hcp), did not understand. They walked into the doctor's office and had no problems but the hcp got the patient's implantable neurostimulator (ins) all jacked up and it was just horrible. The patient suffered for 3 days until they put the programming back to where it was. Additional information was received from the consumer on (B)(6). It was reported on (B)(6), the healthcare provider (hcp) replaced the expired non rechargeable battery with a chargeable generator, but during this procedure, the rep forgot that all was unilateral and forgot to flip the generator over. Therefore, the leads were charging the wrong side of the implant. To compensate, they changed from all leads to set some charge to correct the leads. The only way this problem can be fixed is to replace the generator. Changing the programming back to the original settings did not resolve the tremors and provide therapy relief. Nothing has been done to date. They need the generator to be replaced and hooked up properly. This has been ongoing since (B)(6). They guess until the device just completely burns out and quits, hopefully before it causes brain damage, they'll just have to hope by stimulating from all leads to get enough to the patient's left side, it will be okay. They stated this has been very stressful to say the least.

Manufacturer narrative:
Additional review indicates that information regarding the healthcare provider (hcp) changing the patient's settings, patient was not getting any therapy relief, tremors were back, and ins was all jacked up was already reported in this report (#3004209178-2020-01062). Any additional information regarding this event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.